Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis occurred. No additional information has been provided. It was further reported that in (B) (6) 2007, the patient was admitted with chest pain, shortness of breath, dyspnea, and unstable angina. The lesion being treated was located in the 80% stenosed left anterior descending (lad) artery and the 75% stenosed proximal to mid circumflex (cx). The lesion was not predilated. A 2.75x16mm taxus express2 stent was deployed in the lad, inflated to 14atm. Then a 3.00x24mm taxus express2 was deployed in the cx. The patient experienced chest pain at the time of the unknown balloon inflation, which continued for 10 minutes. Multiple anigos were taken post procedure. The lad and cx looked normal with excellent distal flow. Medications given included: ic nitroglycerin and angiomax. In (B) (6) 2007, the patient was admitted with seizure activity. The patient had not taken his tegretol for a few days. Patient went into ¿full blown¿ delirium tremens. Patient¿s urine was positive for benzodiazepine and cannabinoids. A cardiac consultation was performed, due the development of hypotension and tachycardia, to rule out cardiac causes. The patient was intubated. Hypotension was found to be caused by volume depletion. Physician recommended patient receive appropriate therapy and treatment for neuropsychiatry evaluation for seizures, delirium tremens, and drug dependency. In (B) (6) 2007, the patient was admitted with severe hypotension and mild chest discomfort. Subsequently developed severe hyper acute anterior st elevation. The patient was brought emergently to the ccl. Angiography identified thrombus in the mid portion of the previously placed lad stent. At the end of the angiography procedure, due to the profound bradycardia, a temporary pacemaker and intra-aortic balloon pump (iabp) were placed. A non-bsc catheter was used to aspirate the thrombus. The lesion was predilated with a 3.0x20mm balloon. A 3.0x18mm non-bsc stent was deployed in tandum to the previous stent (2.75mm taxus ¿ proximal portion). The stent was post dilated with a 3.0mm balloon. A 3.0x15mm non-bsc stent was deployed in the proximal segment in tandum to the 2.75mm stent, inflated to 8-10atms. The patient left the ccl in critical, but stable condition. In (B) (6) 2007, the patient presented with chest pain and was given thrombolytic therapy. The patient was transferred to another facility where he presented emergently with acute anterior st elevation myocardial infarction (stemi), nausea, weakness, and shortness of breath. Further resolution of the thrombus and other stent placement was performed in the lad. In (B) (6) 2008, further unspecified lad ¿problem¿ at the hospital in (B) (6) 2008, the patient was seen at an office visit for chest pain with exertion two to three times a day, insomnia, occasional shortness of breath, dyspnea, nausea, palpitations, dizzy, light headed. Patient was treated medically. In (B) (6) 2009, the patient presented with chest pain, shortness of breath, dyspnea, congestive heart failure, possible acute non- stemi and transferred to another facility. The 90-95% stenosed de novo lesion being treated was located in the posterior descending artery (pda). No distal flow was identified. The lesion was predilated with an unknown 2.5x12mm balloon and a 2.75x20mm taxus liberte was deployed to 18atms. Excellent results without any complications. Medications given included: ic nitroglycerin infusion. The patient had stopped taking all medication four months ago. In (B) (6) 2009, the patient presented vomiting blood, feeling dizzy and weak. The patient reported vomiting since the prior day. The patient was treated medically, monitored and discharged. In (B) (6) 2009, the patient presented with a two weak history of chest pain and unstable angina. Treatment is unknown. Angiography was performed and the patient was negative for acute myocardial infarction (mi). In (B) (6) 2009, the patient presented with continuous chest pain in the pericardial area and marked anxiety. The patient was admitted to the hospital. The patient had stopped taking plavix. The patient was treated medically and discharged. Cardiac rehabilitation recommended. It was further reported, in (B) (6) 2009, the patient presented in the emergency room with chest pain and shortness of breath. Patient has not been taking antiplatelet medication. The electrocardiogram did not show any abnormalities. Physician believes the pain is related to the patient¿s hiatal hernia. Patient also had peptic ulcer disease. The question of depression was dealt with, but patient refused antidepressants. Physician feel patient may have a generalized anxiety disorder. Patient discharged three days later.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis occurred. No additional info has been provided.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.